Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 16 fractured. Construction was a single crown on the implant. Patient suffered from periimplantitis folling bone loss and implant instability. Material analysis concluded mechanocal overloading of the implant and patient related bruxism.

Event description:
Implant fracture.